Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were bubbles in the gel separation barrier of 2249 tubes and foreign matter in 478 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1:(B)(6) - device contamination with chemical or other material (2944)) investigation summary: bd received 1 photo for investigation. The photo was reviewed and gel airbubbles was observed; however no foreign matter was observed. Additionally, 79 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode foreign matter-non-biological. This complaint has been confirmed for the indicated failure mode gel airbubbles-before use. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were bubbles in the gel separation barrier of 2249 tubes and foreign matter in 478 tubes. No adverse impact was reported regarding the patient or user.